Manufacturer narrative:
The suspect device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that during receipt inspection, it was determined that no sdi 1 and sdi 2 signal were present (no video output). There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It could not be determined if the phenomenon occurred due to a malfunction of the subject device or not. The product was returned to the repair department, but there was no description of the inspection results. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.